Event description:
The patient had undergone liposuction and fat transfer into the breast. The patient was prescribed antibiotics to treat the affected area and had an abcess drainage procedure on the affected area.